Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent surgery to remove her vns generator due to a (B)(6) infection over the generator site. However, when the doctor opened the pocket, he determined that there was no infection inside. Therefore, he irrigated the wound, injected antibiotics to the area, and reclosed the pocket. The generator was not explanted. A review of device history records showed that the device was sterilized prior to distribution. No known, further surgical intervention has occurred to date. No additional relevant information has been received to date.